Manufacturer narrative:
(B)(4). Analysis noted that the foxcross balloon catheter was returned with blood and contrast in the inflation lumen, in the balloon and in the hub which is consistent with the reported balloon rupture. The balloon was loosely folded. A stopcock was returned attached to the luer. An indeflator, filled with water, was used to pressurize the balloon when fluid was observed leaking at a pinhole in the balloon 4 millimeters distal to the proximal marker. There were no scratches visible. There was no other damage noted to the balloon catheter. Scanning electron microscopy (sem) analysis was performed and indicated that the balloon failure may be attributed to mechanical damage to the outer surface. In this case, based on the sem results, it may be possible that the balloon rupture is attributed to interaction with lesion characteristics as it was reported to have 80% restenosis of a non-abbott stent. There was no report of leaks noted during the preparation for use, suggesting that the balloon damage likely occurred during use. If the balloon experiences mechanical damage during the procedure, such as interaction abrupt or sharp anatomical characteristics, this can cause the balloon material to weaken and rupture during an attempt to inflate. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot and there have been no other incidents reported for this lot. The reported balloon rupture appears to be related to the operational context of the procedure and there is no indication to suggest a product quality deficiency. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure (rbp) and balloon integrity.

Event description:
It was reported that during a right external iliac interventional procedure in an 80% restenosed non-abbott stent, the foxcross balloon ruptured during the first inflation at 6 atmospheres. There was no adverse patient sequela and no clinically significant delay in procedure. Another foxcross balloon was used successfully. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.